Manufacturer narrative:
An outside of the united states (ous) contacted a siemens customer care center (ccc). Quality controls recovered in range on the day of the event. Siemens is investigating the issue. The immulite 2000 psa reagent is marketed in the united states under material number 10706281. The PMA/510(k) number documented in section g4 is for this product.

Event description:
The customer contacted siemens and indicated that falsely low prostate specific antigen (psa) results were obtained on patient samples on an immulite 2000 xpi system using immulite 2000 psa reagent. The erroneous results recovered lower than the historical results, and the historical results were considered correct. The erroneous results were reported and questioned. There are no known reports of patient intervention or adverse health consequences due to the falsely low psa results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2026-00018 on 15-jan-2026. Additional information (30-jan-2026): adjustments were found within specification and quality controls recovered in range on the day of the event. No error messages were observed at the time of testing. There was no evidence of foam or bubbles on the reagent. No issues with reagent aspiration were observed. The issue was resolved onsite and no service was needed. The event is consistent with preanalytical variables. The regent is performing according to specifications. No further evaluation of this device is required.